Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the rep that during a gastric bypass procedure, the device cut but no staples formed on one side of the cut line. The device was re-fired with another reload and sutures were also used to close the incision. The procedure was delayed by 25 minutes. There were no patient issues at the time of surgery and the patient was stable following the procedure. Additional followup: on what tissue type was the device used? Small bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1. Echelon only - during which firing stroke did the event occur? All. What colour cartridge was being used? White. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Yes. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? No.